Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient experienced ineffective coverage of therapy and x-ray confirmed one lead had migrated and the other fractured. As such, surgical intervention was undertaken wherein both leads were explanted and replaced with new leads, thereby restoring effective therapy.